Manufacturer narrative:
The reported events of oversensing and blood in the header were not confirmed. The device was received from the field with battery voltage at elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Further sensitivity analysis under field settings measured parameters within normal range. Additionally, visual inspection of the header and connector found nothing that could contribute to the reported events. Longevity assessment was performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion.

Event description:
Related manufacturer report number 2017865-2022-48123 and related manufacturer report number 2017865-2022-48124. It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead and noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Abbott technical support was contacted and the device was explanted and replaced due to normal elective replacement indicator (eri). During the procedure, fluid was observed in the header suspected to be blood from the initial implant procedure. The physician suspected the fluid in the header may have contributed to the noise. The rv lead and the ra lead remain implanted and in use with the replacement device. The patient was in stable condition.